Event description:
Customer reported strong odor emanating from the cobas amplicor analyzer attributed to a failed printed circuit board. The customer did not observe any smoke, flames or fire coming from the instrument. There were no injuries or illnesses resulting from this incident.